Event description:
It was reported that during a ptca procedure of a totally occluded artery, the shaft of the catheter broke during advancement into the guide catheter. No patient injuries or complications occurred.